Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that a action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had systemic bacteremia. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. No further patient complications have been reported as a result of this event.